Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the device and infection, leading to the decision to explant the device. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.